Manufacturer narrative:
It is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part 398.228, supplier lot 2687434, synthes lot 4397212: release to warehouse date: march 26, 2002. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the stop cap that prevents the tightening nut from coming off the threaded portion of the large periarticular reduction forceps is missing. It is not known how, when, or where this occurred. No further information is available. This is report 1 of 1 for (B)(4).